Manufacturer narrative:
(B)(4).

Event description:
The following info was previously reported in manufacturing report# 3007566237201000750: "it was later reported that the entire system, pump and catheter, was explanted and replaced. The pt was having problems with efficacy and the pump was eroding through the skin. The new pump was placed on the opposite side. The pump contained bupivacaine mixed with baclofen. The implanting surgeon indicated that it was unk if the bupivacaine was causing the pump and catheter issues. The pt was seen two days following the surgery and was doing okay. The surgeon wanted to titrate the pt back up."